Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely elevated sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevate sodium result was obtained on a patient sample. The sample was repeated and a similar result was obtained. The result was reported to the physician. Physician suspected renal failure and moved the patient to the emergency room (ER). ER result on the patient was normal for sodium. Repeat testing of the original sample was normal for sodium. Patient treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the elevated sodium results.